Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer reverted to an alternate method of insulin therapy and contacted the healthcare provider. There was no adverse impact the customer¿s blood glucose.